Event description:
Arterial air alarms occurred while performing rinseback during two routine hemodialysis treatments. Partial rinseback was completed for the first event and no rinseback was completed for the second event, resulting in an estimated total blood loss of 335 cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The reported air alarms during rinseback are typically caused by air introduced when making pt connections for rinseback. There is no evidence of a device malfunction. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No add'l info will be provided.